Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that after intraocular lens (iol) implantation, the patient experienced blurry/hazy vision. The iol was explanted in a secondary procedure within 3 months and replaced with monofocal iol. The clinical reason for explant was reported as mechanical defect. There are two medical device reports associated with this report. This is 2 of 2. Additional information was requested, but no further information is available.